Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a consultant vascular surgeon raised concerns towards the endurant ii stent graft after the patient presented with a potential type iii endoleak after receiving an implanted endurant device 2-3 years prior for the treatment of an abdominal aortic aneurysm. The aneurysm size is unknown but apparently is still growing following the initial procedure and therefore it was decided that there was a potential type iii endoleak. The patient was treated with limb realignment using another endurant ii limb in the contralateral side of the graft resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).